Manufacturer narrative:
(B)(4). Applications support specialist was on site during the event. He evaluated the intralase operative report and the channel energy was programmed at .3uj instead of the default of .7uj. Observed following cases with .7uj with no problems found. Discussed proper programming and performing a time out to verify the intralase monitor for settings programmed. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
Surgeon reported that system completed inlay channel. Following creation of the inlay channel surgeon was unable to complete the dissection of the channel and therefore aborted the completion of the kamra inlay. Patient schedule to return at 1 month to repeat the channel procedure. Patient 1 day post op uncorrected visual acuity (ucva) was 20/50, no manifest refraction completed. Patient ucva preop was 20/25, and cycloplegic refraction was -0.75 +0.50 x173, best corrected visual acuity (bcva) 20/20.